Event description:
It was reported that a pump had possible melting of plastic near the two active contacts in the power adapter. It was also determined that there was no patient incident.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.